Manufacturer narrative:
Corrected catalog #: 20390-93, corrected lot #: 617500099. The facility reported there is one dedicated staff member who cleans and reprocesses the masks, but others who also know the process. However, they did state that not all staff are properly trained on using cidex® opa solution. Their cleaning methods include submerging the masks in cidex® opa solution and referred to this as a ¿cold sterile¿ solution. They stated they do not measure the temperature prior to use. Per the cidex® opa solution IFU, the solution must be at a minimum 68 degrees f for high level disinfection. Regarding their rinsing process, they stated they rinse the masks under running water for ¿about 2-3 minutes.¿ the IFU states to thoroughly rinse by immersing completely in a large container of water for a minimum of one-minute duration. This process is to be repeated 2 additional times. There are no serious injuries reported with this event; however, since the customer used cidex® opa solution at a potentially lower temperature than recommended in the IFU, asp has determined high level disinfection cannot be assured, and as a matter of policy, asp has decided to report cases where a customer uses cidex® opa below the required minimum temperature. This event will be reassessed if new information becomes available. (B)(4) are related complaints from the same facility. Please reference MDR¿s # 2084725-2017-00063, 2084725-2017-00064, 2084725-2017-00065 and 2084725-2017-00066.

Event description:
It was reported by a patient¿s mother, her son had a dental procedure and an instrument she referred to as a ¿rubber mouth piece¿ was used during the procedure. The ¿rubber mouth piece¿ has been processed in cidex ® opa solution and stained his mouth a ¿brownish color.¿ a follow- up with the facility confirmed there were four patients affected ¿after using a laughing-gas mask¿ processed in cidex opa® solution. This report is for patient #1, a (B)(6) male who had a dental procedure with nitrous oxide on (B)(6) 2017 from 11:36 am to 12:00 pm. His symptoms were ¿dark staining on cheekbones and nose" and were noticed ¿as soon as nitrous mask was removed¿. His symptoms lasted three days. He did not receive any medical attention and is reported to be ¿fine.¿ after further follow-up, the facility stated they had recently started using cidex ® opa solution to process multiple-patient use, nitrous oxide nasal masks manufactured by (B)(4). Four patients developed ¿staining¿ immediately after these masks were used; however, there were other patients which used masks processed in cidex® opa solution which had no staining. Since the events happened, it was confirmed the facility is no longer using cidex® opa solution to reprocess masks. Instead, they have resumed their process using a non-asp product, which they reported they have never had any issues with.

Manufacturer narrative:
Asp investigation summary: the investigation included a review of the batch history record, complaint trending, visual analysis, visual analysis and retains analysis. The batch history record could not be reviewed as the lot number was not available. Complaint trending by lot number was reviewed from february 2016 to january 2017 and no significant trend was observed. The sra indicates the risk associated with exposure to toxic or corrosive material is "low." Visual analysis was not performed since the product was not returned . The supplier was not notified of the issue as the issue was not identified as a manufacturing or functional issue. Retains testing was not performed as the issue was not identified as a manufacturing or functional issue. The likely assignable cause of this issue was due to improper rinsing and not measuring the temperature of the solution prior to use. The customer was informed how to properly heat cidex® opa solution and proper rinsing techniques per the instructions for use (IFU). The issue will continue to be tracked and trended.